Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 1983 was used based on age of patient a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ i.v. Catheter the catheter split and frayed. There was no report of patient impact. The following information was provided by the initial reporter: flowered catheter. Patient was going to be channeled, in which catheter is verified and it shows "flowery". The shift manager is informed.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿ i.v. Catheter the catheter split and frayed. There was no report of patient impact. The following information was provided by the initial reporter: flowered catheter. Patient was going to be channeled, in which catheter is verified and it shows "flowery". The shift manager is informed.